Event description:
Patient was undergoing an egd for treatment and the injection gold probe tip detached and was retrieved from the patient. There were no reported patient complications. This device was returned and an evaluation was performed by this manufacturer. The engineering evaluation indicated the ceramic tip had detached and the guide tube was missing from the ceramic tip. The guide tube was still attached to the needle approximately 10mm down the needle. The insertion point of the guide tube, the transition step and the catheter were found to be within drawing specifications. Evidence of glue was found at the proximal insertion area of the ceramic tip and at the bottom of the transition step. The distal end of the catheter was dissected and evidence of trapping and glue were found. The cause for separation could no be determined. Co believes user technique and/or patient anatomy may have contributed to this event. However company is, unable to determine the relationship between the device and the cause for this event.